Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a registered nurses (rn) from the clinic familiar with the event. The blood leak occurred less than five minutes into the hd treatment. The leak was confirmed to be visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used because the blood leak was visible. No physical damage was noticed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the corporate provided blood port and adapter caps attached. Blood was present throughout the device. During gross visual examination, a delamination was observed to be extending from approximately 310° to 55°, with the dialysate ports positioned at 0°, on the cavity ID end. The polyurethane (pu) was also found to be uneven. Further visual examination did not identify any other damage or irregularities on the returned sample. The dialyzer was not subjected to a laboratory leak test as a delamination is known to impact the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a registered nurses (rn) from the clinic familiar with the event. The blood leak occurred less than five minutes into the hd treatment. The leak was confirmed to be visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used because the blood leak was visible. No physical damage was noticed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.